Event description:
Patient had insulin drip running at 4cc/hr. On an abbott pump. The patient changed the rate on the pump to 267cc/hr. The patient received approximately 200 cc fluid containing approx. 100 cc of insulin. Accucheck at that time - 53. Patient was given d50 and transferred to the intensive care unit. Patient remained alert and oriented. Patient stablized and transferred back to the pediatrics unit the following day. The identification numbers of the pump involved were not documented at the time of the incident and so the identification numbers and service information for both pumps are included in this reportdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jan-91. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: other. Conclusion: no failure detected and product within specification, user error contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. Invalid data - on device destroyed/disposed of status.